Event description:
It was reported that the patient states her right foot constantly feels numb and she can't feel her toes. She also states that she has a tingling sensation in her right foot like it is asleep and that the tingling goes up into her leg. The symptoms started about a month ago. The patient is very distraught about the recall and wants to have a revision surgery regardless of the diagnosis. She states that she does not want to wait and monitor the implant until it deteriorates and goes bad event if that is what her doctor suggests. The patient has a doctor's appointment scheduled (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.